Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye for unknown reason. The iol is not returning for evaluation. No other information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022 and a month ago or so before (B)(6) 2023. If explanted, give date: unknown/not provided. Complaint reporter email address: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.